Manufacturer narrative:
(B)(4). The minicap was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. The patient disconnected without using proper procedures. The pt disconnected and used a mini cap rather than a flexicap to cap off the pt line. Baxter labeling instructs the user how to properly temporarily disconnect and reconnect to the homechoice. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to remove the patient line connector from the organizer and attach the new flexicap or opticap disconnect cap to the patient line connector. The guide provides step-by-step instructions for properly conducting an emergency disconnect procedure. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported that a patient (pt) had a use error- break in aseptic technique during peritoneal dialysis (pd) therapy. On an unreported date, the pt experienced a kink in the pt line during pd therapy. The pt disconnected and straightened the line but used a minicap rather than a flexicap to cap off the pt line. A baxter technical service representative (tsr) instructed the pt to end therapy as a minicap should not be used on the pt line. The pt was instructed to use a flexi cap on the pt line and was instructed to contact their registered nurse (rn) to discuss proper disconnecting and reconnecting procedures. There was no patient injury or medical intervention indicated at the time of the initial report.